Manufacturer narrative:
The affected devices were returned for investigation. Initial findings indicate inadequate plating adhesion in certain lots. A corrective and preventive action (CAPA) has been initiated to further evaluate the root cause and to implement corrective actions.

Event description:
Their sterile processing dept and infection control staff determined these are not serviceable anymore due to gouges and scratches in the metal and they have only been in use for less than 7 months.